Event description:
A cracked touchscreen on a pump was reported by an international distributor named dinno santé. The blood glucose value recorded was 150 mg/dl, which is within the normal range. The pump's replacement is planned, with the return of the initial device expected by the end of july 2025.